Event description:
It was reported that using radial access during a procedure of the eccentric, de novo, 75% stenosed, mid left anterior descending (lad) artery, direct stenting with the xience prime stent delivery system (sds) without substantial resistance was attempted. The sds was pressurized but the balloon did not appear to inflate. Additional pressure was applied/increased rapidly in a short time span; the stent was deployed. Additional dilatation using a non-abbott balloon catheter was completed without issue. The xience prime sds was removed from the anatomy and it was noted that the mid shaft was kinked; the sds was pressurized and leakage at the kink was observed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: guide wire: rinato, runthrough hypercoat. (B)(4) - no pre-dilatation. Evaluation summary: the device was returned for evaluation. The inflation issue, leak, and kink were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Additionally, the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Based on the information reviewed, there is no indication of a product deficiency.